Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is not being returned to boston scientific by the healthcare facility. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.